Manufacturer narrative:
The anesthetics are a supplied items and the complaint notification was forwarded to the supplier. Investigation was performed by the supplier for bupivacaine lot #57237ev revealed no discrepancies that may have contributed to a complaint of this nature. Retained sample was examined and revealed no quality issues, including potency testing see attached pfizer evaluation report. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that during use of the portex® spinal anesthesia tray bupivacaine failed.